Event description:
It was reported the valve was explanted due to partial dehiscence of the sewing cuff and severe mitral regurgitation. It was also reported the surgeon did not have a complaint regarding the performance of the valve.